Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver was vibrating continuously. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver's symptom was perpetually rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The receiver log was reviewed and a screen error alert and hardware error were observed. The customer complaint was confirmed during log review. The root cause could not be determined. Based on the findings, this issue has been upgraded from non-reportable to reportable.